Event description:
It was reported that a 60-year-old caucasian female patient underwent a primary breast augmentation with a 300 cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was diagnosed with a physical exam and scans. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2023, mentor received additional information regarding the patient's diagnosis. The patient's healthcare provider reported that the breast prosthesis was found intact after explantation; the breast prosthesis was not ruptured. Mentor updated the complaint's coding for accuracy. Coding has been updated in section h6-medical device problem code to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2022 mentor received additional information regarding the device explantation. It was reported that the patient rescheduled her surgery. Section h6-health effect - impact code has been updated to reflect this information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2023, the mentor failure analysis lab has received the device for evaluation. On march 02, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 16, 2022, mentor received additional information reporting that the patient is to undergo device explanted on (B)(6) 2023. Section d6b. Explantation date: (B)(6) 2023. Section h6 has been updated to reflect the new information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 30, 2022, mentor received additional information reporting that the patient is to undergo device explanted on (B)(6) 2022. Section d6b. Explantation date: (B)(6) 2022. Code f1903-device explantation has been added in section h6-health effect - impact code. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).